Event description:
It was reported that the patient was hospitalized with nausea and vomiting due to a missed elective replacement indicator (eri) date, and the pump was subsequently replaced due to a normal battery depletion and (eri) date being reached. The patient went to the emergency room (ER) on (B)(6) 2012, and was admitted to the hospital for observation with nausea, vomiting, sweating and hot flashes. An alarm was confirmed by telemetry for the eri date being reached. Telemetry noted an eri date of (B)(6) 2012 with a pump replacement date not to exceed (B)(6) 2012. It was later reported that a revision was to be scheduled and the patient was admitted to hospital for observation with nausea, vomiting, sweating and hot flashes. The pump was replaced on (B)(6) 2012 for normal battery depletion and an eri date being reached. The patient's pump contained morphine. The patient outcome was reported as recovered without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the pump found pump elective replacement indicator (eri) due to time progression. Final analysis of the catheter found acceptable testing, but the catheter was returned incomplete in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, partially explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.